Manufacturer narrative:
The manufacturer previously reported information in reference to a dreamstation auto CPAP alleging the device was smoking. There is no allegation of serious or permanent harm or injury. No medical intervention was reported. The device was returned to a third party service center for evaluation. The device was verified and tested, and no defects were found. The pollen filter was changed for preventative maintenance. The customer complaint of device smoking was not able to be reproduced. No error codes were found in the device log history. The device was outside of the warranty period. The device passed a performance test following the device repair. Update: manufacturing information tab: section h: evaluation method code updated. Evaluation results code updated. Component code updated. Conclusion code updated.

Event description:
The manufacturer was contacted in reference to a dreamstation auto CPAP alleging the device was smoking. There is no allegation of serious or permanent harm or injury. No medical intervention was reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.